Manufacturer narrative:
(B)(4). (B)(4). Evaluation summary - quality assurance analysis revealed that the sds was returned with blood in the guide wire lumen and on the balloon, distal shaft and hypotube. There was contrast in the inflation lumen and on the distal shaft. The stent implant was stationary on the balloon between the markers. There was no damage noted to the stent implant. The balloon was tightly folded. The hypotube was separated 18.5 cm distal to strain relief tubing. The fracture faces were ovaled as if kinked prior to separating. The hypotube jacket was separated at the same location. The material at the separation was stretched and jagged. There was a bend in the hypotube 18 cm distal to the strain relief tubing. There were two kinks in the hypotube 2 cm and 2.4 cm and 1.6 cm proximal to the hypotube separation. There was no other damage noted to the sds. Product performance engineering reviewed the incident information and analysis of the returned product. Analysis of the device was consistent with handling, preparation, usage, and suggests the balloon had not been inflated. It was confirmed that the hypotube and jacket were separated 18.5 cm distal to the strain relief tubing, with kinks and a bend in the vicinity of the separation. The fracture faces were oval as if kinked prior to separation and the material at the separation was jagged and stretched. This type of failure is often attributed to ductile overload at a bend/kink. Kinks or bends in the shaft can lead to weakening of the sds material such that subsequent application of force or further handling can cause separation. To help ensure this type of damage is not the result of a manufacturing deficiency, all products are 100% visually inspected for kinks and bends. Additionally, a sampling of product is destructively tested to verify lumen integrity. Since no damage was noted prior to use, it is likely that the hypotube separation, kinks, and bend are related to handling during the attempt to advance the sds in the guiding catheter. A review of the product lot history records did not reveal any non-conforming material reports issued for this lot and all on-line inspections and testing met manufacturing criteria. In addition, a query of the complaint-handling database was performed and there have been no other incidents reported for this lot, which suggests that there are no lot specific product quality deficiencies. This MDR is considered closed by the product performance group.

Event description:
Reporting status: malfunction. Reporting rationale: separated shaft is likely to cause or contribute to patient injury. Device issue: separated shaft. It was reported that the left anterior descending (lad) lesion was tortuous and calcified with a 90% stenosis. Another company's guiding catheter and guide wire with moderate support were inserted. A 3.0 cutting balloon was inserted and inflated at 6 atm at 20 sec 3 times, on the 4th attempt, they noticed the balloon was leaking, so they removed it and went back in with a 2.75x15 mm cutting balloon to successfully complete the predilatation. The physician then advanced the 2.75x8mm promus stent into the guiding catheter, attempting to go distal to the lesion, but the shaft of the promus stent delivery system (sds) broke; it never it made out of the guide. The physician was able to withdraw the whole device together without removing the guiding catheter and another 2.75x8 mm promus was used successfully, as well as a 3.0x8 mm promus and a 4.0x12 promus without incident. The patient is fine and was discharged. No additional information is available. (B)(4)